Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hyperglycemia. The reporter stated the pt was involved in a vehicular accident and was brought to the ER. He was released from the ER at 5:30pm without being admitted. Around 11:30pm that same evening he began vomiting. He was returned to the ER where he was found to have a blood glucose of >400mg/dl. He was treated with IV fluids, and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.